Manufacturer narrative:
(B)(4). Visual inspection using a microscope at 12x magnification showed that the lens can be identified as a tecnis multifocal acrylic 3-piece intraocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. It can be seen that the lens was delivered in one piece whereby particles were present. Visual inspection of the return sample did not show any non-conformances. The lens condition is consistent with a lens that was explanted from the patient¿s eye. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). During the manufacturing record review of the production order for this serial number, no non- conformances or assignable cause were identified. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient''s left eye in a secondary procedure because the patient could not tolerate the lens. It was stated that the patient is doing fine with a different model implanted from a different vendor. No complications were reported with the explant. No further information was provided.